Event description:
It was reported an overdischarge was suspected due to non-compliance; the patient had ¿just given up on it¿ and had not been recharging for 5-6 months. The patient tried to recharge recently but was unable to get a connection. It was noted this would be the patient¿s first overdischarge. A physician mode recharge (pmr) had not been scheduled. No patient symptoms were reported. Additional information received the same date reported the patient had not used stimulation for a while because it was more irritating than effective. It was clarified the patient had not charged for 3-4 months. It was also reported the patient had no stimulation sensation and experienced a loss of therapeutic effect. Additional information received 2.5 weeks later reported a pmr still had not been done. An appointment would be scheduled when the patient had more time. Approximately a month later, it was reported that an appointment had been set up to get the device recharged. After the antenna locator feature was used, the device ¿came back¿ to power-on-reset (por) after 8 to 10 minutes. It was noted that the patient was going to have the device reset the following day after recharging it for sometime. The following day, it was indicated that the device was successfully reset. The patient reportedly let the device overdischarge because it wasn¿t really helping with his pain in bilateral feet. It was noted that the patient¿s trial didn¿t really work but the patient proceeded to full implant out of desperation. Reprogramming attempts did not reach the feet. It was noted that the patient was being worked up for a lead revision.

Event description:
Follow up information reported that the patient had not returned any phone calls and that they had refused the date for a revision. No new date for the revision had been scheduled. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3 9565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient failed to keep their device charged since it was not working for their pain and did not want to undergo lead revision in december 2013. It was noted the device had been discharged for at least six months. It was reported the patient was ready to try lead revision and wanted to replace the stimulator since it had overdischarged twice. It was reported the appointment date for lead and stimulator replacement had not been scheduled yet.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was removed and replaced with another manufacturer's device. The patient thought that they were using part of the paddle, but was not completely sure as he was still under the influence of medication used in the operating room.

Event description:
Additional information received reported that the implantable neurostimulator (ins) replacement/lead revision had not been scheduled. It was noted that the patient was experiencing lower extremity pain not covered by paresthesia. Reprogramming was done in the distant past that did not resolve the issue. It was noted that the patient had a second overdischarge implantable pulse generator that the patient did not want to do a physician mode recharge on, so the patient was not receiving effective therapy.

Event description:
Additional information received reported that the cause of new pain was not device related. The patient had an old diagnosis of ankylosing spondylitis, some type of nerve demyelination disease, and something that made him form scar tissue that was very dense. No reprogramming was needed or any troubleshooting or intervention to resolve the event. The patient's implantable pulse generator was still discharged and the patient never really quite had effective therapy.

Event description:
Additional information received reported that in light of new pain patterns that included bilateral lower extremities (original pain location), lumbar back, and left shoulder/arm radiculopathy, the patient would be replaced with a non-medtronic system likely in mid-(B)(6).

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was "non-compliance". It was stated that the event was due to the implantable neurostimulator (ins) and the charging issue was described as "non-compliance". It was reported that the patient did not require hospitalization. The patient outcome was reported as "no injury". It was stated that the hcp "had no further contact with the patient regarding his spinal cord stimulation".

Event description:
Additional information received reported that a "lead addition" was tentatively scheduled for (B)(6) 2013.